Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was peeled exposing the corewire. However, the corewire tip was not exposed. The peeled segment was not returned and there was no evidence of corewire fracture. Evidence of adhesive remnants and sanding marks were found. The remaining pebax had straight cuts which were consistent with damage from mechanical causes. The complaint is consistent with the returned guidewire that the distal tip peeled, exposing the corewire. However, the corewire tip was not exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
A visual examination of the guidewire revealed that the distal tip was peeled exposing the corewire. However, the corewire tip was not exposed. The peeled segment was not returned and there was no evidence of corewire fracture. Evidence of adhesive remnants and sanding marks were found. The remaining pebax had straight cuts which were consistent with damage from mechanical causes. The complaint is consistent with the returned guidewire has the tip peeled, exposing the corewire. However, the corewire tip was not exposed. Based on all gathered information, the most probable root cause is "handling damage&#56224;there is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.